Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. Device history record (DHR) - the product code 82-8801pl with lot 7468883, conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 4. The valve was visually inspected; no defect was noted. The valve was irrigated: no defect noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no programming issues were noted.

Event description:
N/a.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2025-00226 a facility reported a certas valve (B)(6) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2024. The valve did not work and was removed and replaced on (B)(6) 2025. On (B)(6) 2025, the replacement valve also did not work and was removed and replaced on the same day. Both valves were used with a bactiseal kit (B)(6). The patient is currently stable and at home.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.